Event description:
Information was received from a patient regarding an external device. The reason for call was that they were having problems recharging the implanted neurostimulator (ins). Pt said that sometimes when they were trying to recharge the ins, the equipment would search and search and search, however the ins would not have been found. Pt said that they would reset the controller and then the ins would be found but then the equipment would quit working again. Pt said that they would have to fiddle with the equipment four or five times just to get the ins to start recharging. Agent had the pt reset the controller during the call. Pt saw no apparent damage to the controller. Agent had the pt unlock the controller; pt said that the controller battery was at 100% and that the ins battery was at 70%. Pt noted that they charged the ins last night. Pt said that they noticed the other day that the recharger cord seemed to be twisted closer to the paddle. Pt said that they had tried to use velcro to keep the cord intact since the cord was so long. Agent had the pt initiate an ins recharging session. The controller went blank as soon as the recharger was connected. The controller was unresponsive and wouldn't wake up when pressing buttons. Pt reset the controller and initiate another ins recharging session, however pt said that they hadn't even moved and the recharging connection went from excellent to good to bad. The issue was not resolved. Agent sent an e-mail to repair to replace the recharger. When asked for the event date, pt said that it had probably been a couple months. Pt called back stating they did not receive the package. No tracking found. An email was sent to repair.  Patient called back reporting that they are having the same issue that they initially called about. Patient stated that they got their recharger replacement today and went to use the recharger and think that is not causing the issue they are having. Patient stated that they got the same message to replace the controller batteries and that their controller is stuck on checking the recharger screen and will not advance. Patient noted that their stimulator is dead because they have not been able to charge in 3 days. Patient inquired about implant longevity; agent reviewed information. Agent sent an email to repair to replace the controller.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: nld074724n); product type: 0201-programmer patient b3: event date is year valid  medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient h3: analysis of the 97745 intellis controller (s/n (B)(6)) revealed bent connector pins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis was performed on returned device.